Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was selected for use following a percutaneous coronary intervention (pci). The device was deployed after verifying acceptable positioning in the right common femoral artery. Ultrasound was used prior and during deployment to confirm positioning. Approximately 5-10 minutes post-deployment, the pedal pulses were diminished. Ultrasound was used to determine that a portion of the collagen had entered into the artery. A new puncture site was made in the left femoral artery and an angioplasty balloon was used to open the artery. Hospitalization was not extended due to the event.